Manufacturer narrative:
Estimated date entered as exact date of event was not provided. Model number: 720182-01, lot number: 862660003, model description: reservoir flat 100 ml. (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) has stopped working. The device was originally implanted four years ago. For the last two months the device has stopped working. "When handling the pump, do not fill the penile rods of the prosthesis. However of the reservoir, configuring mechanical defect of same operation." In order to restore erectile function the physician plans on replacing the ipp with an ambicor penile prosthesis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.